Event description:
The customer reported to olympus, the gastrointestinal videoscope had a switch deterioration. The issue was found during an unknown procedure. The device was returned for evaluation. During the device evaluation, residual liquid or foreign material came out of channel tube (ch-tube) was found. There were no reports of patient injury or harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that due to the damage on suction tube in control section, foreign objects came out of distal end. Additional non-reportable malfunctions were found during device evaluation are as follows: the switch 1 (sw1), universal cord, the protector of universal cord on control section side, and the protector of universal cord on suction connector (s-connector) had a scratch, the adhesive on bending section cover (a-rubber) had white-clouded area, light guide (lg) lens had a crack, plastic distal end cover (c-cover) had a burn, electrical connector (el-connector) had corrosion due to water leakage, control unit had discoloration. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was visually inspected, and functional testing was performed. The device did not meet the standard specifications. Based on functional testing, the events ¿foreign material in the suction channel¿ and ¿foreign material in the biopsy channel¿ were confirmed. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. It was unknown if the reprocessing steps were implemented in line with the instructions for use (IFU). However, the foreign material possibly remained in the device due to the physical damage on the device based on obtained information. It was confirmed that the suction channel with the foreign material residue had deformation. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.